Manufacturer narrative:
The analysis of the power switching board was completed by medtronic personnel. Testing found that the uninterruptible power supply (ups) did not register when power was supplied.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer and power switching board for the viewing station of the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer could not complete start up of the operating suspected. Visual inspection found damage to the housing of the unit. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the imaging system required a bios password when starting up. The password provided was incorrect on the imaging system. Restarting the imaging system did not restore functionality. The bios settings on the imaging system were reset through troubleshooting to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.